Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that a 3rd party (B)(4) was unable to complete fco implementation due to issues with the unit not passing op check. There was no patient involvement.